Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the reports and noted that anti-tachycardia pacing (atp) and shock therapy were delivered. A shock accelerated the rate into ventricular fibrillation (vf). The vf rhythm was converted into the programmed ventricular tachycardia (vt) monitoring rate by another shock delivered by the device. The device remains in use. No additional adverse patient effects were reported.